Manufacturer narrative:
Trending was performed on this type of complaint and no abnormal trend was identified. During a review for this customer site, there were no similar past complaints on any like instrument for the past 12 months.

Manufacturer narrative:
(B)(4)

Event description:
The customer had issues with high patient results for ise indirect na for gen.2 between (B)(6) 2017 on the cobas 6000 c (501) module. The c501 module was masked on (B)(6) 2017 due to the high results. On (B)(6) 2017 the module was unmasked and qc was run. Qc results were within the acceptable range but patient results for na were still high. The customer provided erroneous na results for 1 patient sample. The erroneous result was not reported outside of the laboratory. The initial na result of the c501 module in question was 151 mmol/l. The repeat result from a different c501 module was 144 mmol/l. The repeat result was believed to be correct. No adverse event occurred. The na electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer site where no issues were identified. The customer had replaced sipper tubing and pinch tubing. The fse replaced the sipper nozzle and sipper nozzle cover, cleaned the sample probe and rebuilt the syringes for ise¿s. Ise checks, qc. Calibration and a 20 cup precision all produced acceptable results.